Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope image disappears when the ud direction angle is operated due to damage to the imaging unit. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h6. The following field was corrected: h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, malfunction most likely occurred due to broken image sensor unit. The probable cause of breakage was irregular load to the bending section, leading to the event since multiple damaged sites were observed on the bending section. However, the cause of it was unable to be specified and a definite root cause could not be specified. The events can be detected and prevented in accordance with the following sections of the instructions for use: "instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿." Olympus will continue to monitor the field performance of this device.